Manufacturer narrative:
(B)(4). The reported flo-gard infusion pump with failure f-27 was not confirmed or reproduced by service. Therefore, the root cause could not be determined. The pump was not repaired as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a flo-gard device with a failure code 27. The reported condition occurred during biomed testing. It is unknown if there was patient involvement, injury or medical intervention related to this event. No additional information is available.